Event description:
Same case as MDR ID 2134265-2015-05139. It was reported that the blood pressure dropped and the burr became stuck in the lesion. The target lesion was located in the proximal end of the left anterior descending (lad). During the procedure, a 325cm rotawire floppy was inserted and ablation was performed with a 1.50mm rotalink¿ plus burr at a rotational speed of 195,000 ¿ 200,000rpm. During the 8th ablation, the patient's blood pressure dropped and the 1.5mm burr got stuck in the lesion. The physician inserted a non bsc guide wire and performed dilatation with a non bsc balloon catheter, however the rotaburr could not be released. Another 2.0x10mm balloon catheter was used and dilated the lesion. While the balloon was deflating, the physician removed the burr. A vessel perforation was observed at the proximal end of lad due to the non bsc guidewire. And a stent was implanted to treat the perforation. A vessel rupture was observed at the middle of lad due to the dilatation of a non bsc balloon catheter. Dilatation was performed using a non bsc balloon catheter and the procedure was completed. The patient was transferred to ICU, no issues were observed, and he was discharged 5 days post-procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).